Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, an alert for high, out-of-range pacing impedance on the right ventricular (rv) lead was noted. No further intervention was performed at this time, due to patient condition, and the lead will continue to be monitored only. The patient was stable with no adverse consequences.